Event description:
It was reported that the patient had 4 devices over the past 10 years and experienced erosion with all of them, which was likely related to the patient's titanium allergy. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).